Manufacturer narrative:
No patient injury reported. A spacelabs field service engineer provided phone support to biomed. Biomed was guided to change input to display port resolving the issue. Device exhibit working as expected. This report is complete, and this particular issue is considered closed.

Event description:
Customer reported that on january 15th, 2021. They have 2 screens down for pcu telemetry. No injury was reported during this event.